Event description:
It was reported that the colonovideoscope had no image. The issue was found during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e315 was displayed. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. However, for the newly identified malfunction mentioned above, the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.